Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced an event of crimped cannula with an infusion set that was inserted in the leg for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).